Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd insulin syringe with the bd ultra-fine¿ needle ¿the scale print is smudged/missing and the plunger rod is damaged. Consumer stated he also found a syringe that has a defective plunger rod, stated that the plunger rod is soft and he is unable to draw up the insulin." There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for scale print smudged/illegible and plunger rod damaged/defective due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check for scale print smudged/illegible and plunger rod damaged/defective due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.